Event description:
Brush head sometimes falls off...while brushing my teeth-oral-b power oral care refills [device breakage] case narrative: consumer reported via e-mail that when consumer put the brush head on toothbrush, it doesn¿t stay on it properly. While brushing their teeth, brush head sometimes falls off. No injury reported. Follow-up: (B)(6) 2026 product updated, and product lot code added.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text : pending investigation.

Event description:
Brush head sometimes falls off...while brushing my teeth-oral-b power oral care refills [device breakage] . Case narrative: consumer reported via e-mail that when consumer put the brush head on toothbrush, it doesn¿t stay on it properly. While brushing their teeth, brush head sometimes falls off. No injury reported. Follow-up: 07-jan-2026 product updated, and product lot code added. Follow-up-05-feb-2026 product investigation results: no manufacturing cause and no design issue identified based on investigation. No injury was reported.

Manufacturer narrative:
05-feb-2026 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head sometimes falls off...while brushing my teeth-oral-b power oral care refills [device breakage] . Case narrative: consumer reported via e-mail that when consumer put the brush head on toothbrush, it doesn't stay on it properly. While brushing their teeth, brush head sometimes falls off. No injury reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.